Manufacturer narrative:
Through investigation, it was learnt that the explanted valve was 6900p29c, instead of 7300tfx29 that was the replacement device. The device was not returned for evaluation, as it was discarded at site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article acute biological mitral valve thrombosis after the left atrial venting in a patient with a venoarterial extracorporeal membrane oxygenator the following event was identified as pertaining to an edwards device a 61-year-old woman presented to hospital with gradually progressive dyspnea for approximately ten days and intubation was performed. A valve model 6900p29c was implanted in the mitral position and was explanted on pod # 8 due to thrombus. As reported, two days after implantation, on transesophageal echocardiography, mitral valve thickening and a limited opening motion were observed, suggesting mitral valve thrombosis. Since thrombus remained after anticoagulation, mitral valve replacement was performed with valve model 7300tfx29. On operative field, the entire prosthetic 6900p29c mitral valve was covered by the thrombus forming a membrane. Patient was noted as to be transferred to the ward after procedure. Patient lost consciousness and an intracranial hemorrhage was observed on brain computed tomography. An external ventricular drain was performed, but unfortunately patient died during conservative management. As reported, all of event mentioned in this case report had no relationship with our tissue mitral valve even with patient expiration. Admitting and assuming that insufficient blood flow caused by ECMO and la venting created acute thrombus formation.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is the formation of significant blood clots forming on the valve or ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The most likely cause is patient factors and insufficient blood flow caused by extracorporeal membrane oxygenation (ECMO) and left atrium (la) venting.